Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted in the patient's eye. Medical review of this event has determined the iritis to be unrelated to the device as the occurrence of the iritis is almost more than a month after lens implant and the surgeon denies toxic anterior segment syndrome (tass) due to the delayed nature of the reaction. The brown lens pigment may be a debris deposit, related to the iritis. The iritis and lens pigment are not believed to be related to the product and the root cause for the cystoid macular edema (cme) is unknown. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that 31 days after an uneventful intraocular lens (iol) implant in to the capsular bag of the right eye (od), the patient developed iritis and 57 days after surgery, cystoid macular edema (cme) was present. The phacoemulsification surgery was not complicated in any way and the original incision size was 2.6mm. The lens did not change orientation, however a pigment was noted on the lens 126 days after implant which was described as brown in color and spotty on the anterior side of the iol. The surgeon's opinion was this pigment did not contribute to the cme. The patient first noticed a decrease in vision 126 days after surgery. The patient was injected with kenalog 103 days after the procedure and was prescribed post-operative medications of pred forte, vigamox, nevanac. The patient is still under treatment and the surgeon is considering referring to a retinal specialist. Though requested, no additional information has been received.